Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('metal coil is identified within the fallopian tube at the proximal end that continues into the uterus with a single piece of the coil in endometrial cavity') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilisation. The patient's medical history included pelvic pain female, menorrhagia, back pain, uterine leiomyoma, cervix inflammation, dysmenorrhea and fibroids. Previously administered products included for an unreported indication: nuva ring. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laproscopic). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: coils showing within the endometrial cavity as follows: right 3 coils left: 1 coils. : concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Cluster ID was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('metal coil is identified within the fallopian tube at the proximal end that continues into the uterus with a single piece of the coil in endometrial cavity') in an adult female patient who had essure (batch no. Right: 20218446, left: 20218446) inserted for female sterilisation. The patient's medical history included pelvic pain female, menorrhagia, back pain, uterine leiomyoma, cervix inflammation, dysmenorrhea and fibroids. Previously administered products included for an unreported indication: nuva ring. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laproscopic). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: coils showing within the endometrial cavity as follows: right 3 coils left: 1 coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: previously reported event: 'essure removed: yes' was replaced by 'metal coil is identified within the fallopian tube at the proximal end that continues into the uterus with a single metal piece of the coil in the endometrial cavity'. Lot number, medical history, removal date, patient's date of birth, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.